Event description:
No additional information was provided. Material #: 2420-0007 batch #: 23085037 it was reported by customer that back flow of secondary med into the primary set up. Verbatim: rcc received a complaint via email. Email(s) attached tuesday october 10th: ¿ back flow of secondary med into the primary set up - issue reported ¿ bd alaris filtered tubing ¿ primary set with 500ml bag of normal saline ¿ secondary set ¿ premedication (dexamethasone in 50ml normal saline minibag) ¿ rn set the pump to run at 500 ml / hr for 15 mls (to prime the pre-med down the line) , when pump beeped to indicate the switch to tkvo (3ml/hr) it was noted that the secondary med was dripping at a much faster rate, rn noted that the primary line (despite being lowered on 2 hangers) had a full drip chamber. ¿ appears that the secondary med infused into the primary set up. ¿ rn clamped the IV tubing below the pump and the secondary med continued to drip at full speed into the primary set ¿ pt had a peripheral IV ¿ bd nexiva 24 g in use at the time. Actions: ¿ new IV tubing set up (filtered tubing for primary and secondary tubing and med obtained) ¿ infused well with the second IV set up ¿ alaris pump pulled from circulation and set to bio med for additional review ¿ primary line set up and secondary med set up removed and kept for investigation (patient identifiers removed from medication). ¿ packing not available to identify lot number but tubing obtained (non-hazardous medication in line).

Manufacturer narrative:
It was reported by customer that back flow of secondary med into the primary set up. One sample of a primary infusion set and a sample secondary set was submitted for quality investigation. Both sets were visually examined for damages or abnormalities. No damages or abnormalities were found. The primary infusion set line was primed with water and the secondary infusion set line was primed with water with blue color dye. A simulated infusion was conducted, making sure that the secondary infusion IV bag is located the appropriate level above the primary infusion IV bag. The simulated infusion was conducted at flow rate 500 ml/hr for 1 hour. There was no indication of backflow past the primary infusion set check valve. The customer complaint of flow issue - back flow could not be verified. A root cause was not determined due to the reported failure not being replicated. A device history record review for model 2420-0007 lot number 23085057 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. See narrative below.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the verbatim: tuesday october 10th: back flow of secondary med into the primary set up - issue reported. Bd alaris filtered tubing ¿ primary set with 500ml bag of normal saline. Secondary set ¿ premedication (dexamethasone in 50ml normal saline minibag). Rn set the pump to run at 500 ml / hr for 15 mls (to prime the pre-med down the line) , when pump beeped to indicate the switch to tkvo (3ml/hr) it was noted that the secondary med was dripping at a much faster rate, rn noted that the primary line (despite being lowered on 2 hangers) had a full drip chamber. Appears that the secondary med infused into the primary set up.. Rn clamped the IV tubing below the pump and the secondary med continued to drip at full speed into the primary set. Pt had a peripheral IV ¿ bd nexiva 24 g in use at the time. Actions: new IV tubing set up (filtered tubing for primary and secondary tubing and med obtained) infused well with the second IV set up. Alaris pump pulled from circulation and set to bio med for additional review. Primary line set up and secondary med set up removed and kept for investigation (patient identifiers removed from medication). Packing not available to identify lot number but tubing obtained (non-hazardous medication in line).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.